Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing blood glucose readings of 39 mg/dl and has treated. Customer took a finger stick readings and it was 64 mg/dl. Customer's blood glucose reading at the time of the call was 71 mg/dl. Customer mentioned receiving a sensor error alarm on the insulin pump and stated that it look as though the sensor was split. No further information reported.